Event description:
This senior medical affairs specialist spoke with a pt/layperson in 2008 to gather additional info regarding an allegation of inaccurate high results on a onetouch enhanced surestep meter. The pt's meter and test strips were replaced on three days earlier at the time of the initial complaint. All results are in the correct unit of measure, mg/dl. The pt shared the following: due to recent elevated blood glucose, the pt's doctor added four extra units of humulin insulin to her usual amount when blood glucose is over 200. The pt also was recently placed on "synthline", a pen filled insulin. On the previous month, the pt reportedly tested between 5:30 and 6:00pm before dinner, result 225. Questioning the result, the pt tested on her husband's freestyle lite meter, 171 mg/dl. The comparison between the two meters, 225 mg/dl vs 171 mg/dl, was greater than the expected <=30%variance. The pt then reportedly injected 36 units humulin (normal 32 plus 4 units based upon the 225 mg/dl result). The pt also took the usual 120 units synthiline, either at the same time or at bedtime. In the middle of the night or early morning, the pt reportedly woke up thirsty and sweaty. The pt's husband tested her on the subject meter and obtained 29 mg/dl. He then gave her orange juice and a glucose tablet. After consuming the above items, the pt's blood glucose reportedly increased. The result on the subject meter was not recalled. The pt stated that she did not expect the hypoglycemic reaction because it had been several years since having one and is adjusting to the new insulin, "synthine". Because the pt allegedly increased her humulin insulin based upon the subject meter's result and later reportedly experienced hypoglycemia which had to be treated with beverage and a glucose tablet after the reported issue, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.